Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48mg/dl. Reportedly, customer overcorrected with additional bolus which resulted in the decreasing bg. Customer¿consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.